Event description:
The complainant reported that there was an error code on the inflation device during a ptca stent procedure. This happened with two devices. A third device was used and the procedure continued without further complications. Following the procedure the patient was in critical condition. The patient passed away later that day. This report is for the second suspect device. See MFR. Report # 1721504-2007-00028 for the first suspect device.

Manufacturer narrative:
Additional manuafacture narrative. The suspect devices were not returned to merit, and there was no product in inventory, therefore, no device evaluation could be performed. There were no anomalies found in a review of the device history record that would have caused this failure. Furthermore, there have been no other product complaints for this lot number. The complainant reported that the death of the patient was due to pre-existing conditions and was not caused by the failure of the device.